Event description:
It was reported the patient ((B)(6)) is experiencing increased pain in the region of her procedure after recharging the ipg. The reported pain is reportedly not associated with the ipg site. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.